Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had weight loss which causes movement of the pocket. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced with a smaller battery for comfort and revised the pocket and placed the ipg deeper under the skin. The patient was doing well postoperatively, and the explanted device was discarded per facility protocol.